Manufacturer narrative:
The ventilator was returned for further eval. Failure investigation is currently ongoing. Failure analysis report will be submitted to medwatch program upon completion. Please note that there was no death or no severe injury involved in the incident.